Event description:
It was reported that an ongoing, intermittent occlusion alarm occurred. The customer intermittently experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Correction boluses were delivered to address bg. The customer performed a supply change to resolve the issue and resumed insulin therapy successfully.